Manufacturer narrative:
Other, operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had bad interconnect / will not communicate with battery. No patient injury reported.

Manufacturer narrative:
Other text: b5: additional information was received and attached on 9 september 2022: no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not broken or removed upon receipt. No error codes were found in the ehl (event history log) that were related to the reported problem. The customer reported issue was duplicated during the investigation based on tested battery values. Root cause of the reported issue is unknown, but the interconnect board does not operate as intended. Replaced the interconnect board, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.